Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that he had implanted the intraocular lens that had a crack in it. The lens remains implanted. There was a planned explant. The patient vision was good but the patient had a maddox rod effect with the eyes were dilated. Additional information has been requested.